Manufacturer narrative:
On 8/29/2019, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2019, mentor received an update on the events submitted in the initial report. The patient underwent bilateral explantation on (B)(6) 2019. The pre-operative diagnosis was bilateral capsular contracture. On 10/8/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample, the device was observed to be intact. No anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or, as confirmed per physician's report, capsular contracture. Additionally, in relation to the list of the patient's other symptoms, the lay community, the popular press and medical literature has raised the possibility that there may be an association between certain immunological-based diseases and silicone implants. The diseases most commonly mentioned include scleroderma, rheumatoid arthritis and syndromes which mimic systemic lupus erythematosus. Available information does not permit precise quantification of risk. Neurological problems have been reported in a small number of breast implant patients who also exhibit immunological symptoms. Mentor has completed extensive biocompatibility studies on the polymer materials used in manufacture and finished devices. None of these studies have shown any indication of inducing immune responses. Studies on carcinogenicity, mutagenicity, hemolysis, dna transfers, responses to particulate formation, etc. Have all shown these materials to be safe. Evidence suggests that such diseases or conditions are no more common in women with breast implants than in women without implants. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune symptoms and pain. (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported via FDA mw5086817 that a (B)(6)-year-old (B)(6) female patient underwent a primary breast augmentation with a 550cc mentor memorygel breast implant. The patient initially experienced changes to her right-sided breast shape as well as swelling at the top of that breast. Per MRI on (B)(6) 2019, there is a confirmed gel bleed and silicone in the lymph nodes of her right armpit. The patient also reports that she has a whole list of issues she is dealing with medically that cannot be explained. The patient reported that in 2016, she began experiencing prominent health issues. Her blood work would return normal, however, she was diagnosed with fibromyalgia, and experienced chronic migraines, chronic fatigue, arthritis-like issues in her joints, especially her hands, feet, and back. She also reported brain fog, memory issues, and body pain. The patient¿s symptoms had progressed so significantly that she had to stop working in 2018. As a result, the patient underwent bilateral explantation on or around (B)(6) 2019. The root cause of the patient¿s symptoms is unclear. This report is for the patient¿s left-sided device.